Event description:
It was reported that a patient was experiencing "telemetry issues". The implantable neurostimulator (ins) was checked with a clinician programmer and a message appeared stating: "neurostimulator battery discharged. Charge now." It was stated that the patient was charging more than expected. It was noted that the ins was charged three days prior to the report, and it was not "holding a charge". It was stated that this had been happening for "a couple weeks". No falls or trauma were reported. It was noted that the device was not in overdischarge, just discharge and they needed to charge the ins. Additional information received from the health care provider (hcp) reported that the cause of the event was that the patient was not charging device. It was reported that two electrodes had impedances of less than 50 ohms. The patient was reprogrammed and got adequate pain relief. It was reported that the patient had no stimulation until recharged for an extended period. It was reported that the patient outcome was "no injury". The patient was re-educated on the importance of keeping the battery charged.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead (B)(4).

Manufacturer narrative:
(B)(4).